Event description:
A blood glucose test was peformed on a pt. The device gave a result of 514mg/dl. The pt was given an insulin drip. Fifteen minutes later the device gave a result of 120mg/dl. The insulin drip was discontinued.